Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had seeds stuck in the channel and were brushed out. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
Additional information: the issue occurred during a diagnostic colonoscopy procedure. The procedure was completed using a similar device, with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the adhesion of the material in the channel, but the type of the material could not be identified. There was a possibility that the foreign material could not be removed since it could not be properly reprocessed due to leakage from the bending section cover found during device inspection. However, a definitive root cause of the foreign material remained in the device could not be specified. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.